Manufacturer narrative:
D3 legal manufacturer was selected as stanmore implants worldwide in error. This supplemental is being sent to correct d3 to stryker orthopaedics-mahwah.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2012 and the femoral head was explanted on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of chromium and cobalt in her blood. It is also alleged that the patient suffered a grossly loose stryker tritanium acetabular cup.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on her left hip on or about (B)(6) 2012 and the femoral head was explanted on (B)(6) 2018. It is further alleged that she suffered injuries as a result of implantation and explantation of the devices at issue, device recall and excessive levels of chromium and cobalt in her blood. It is also alleged that the patient suffered a grossly loose stryker tritanium acetabular cup.